Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the pediatric patient started experiencing inaccuracies, no symptoms or other details were provided for this date. The next day on (B)(6) 2026, the patient appeared pale and fatigued to the parent, and a check of ketones was up to 0.5. The patient was transported to the hospital for evaluation, and treatment included hydration IV fluid (normal saline, 10% glucose bag). No other treatment medication was remembered. One bg value was 26.3 mmol/l and the cgm value was 2.9 mmol/l. At 7:26 pm (unspecified date) the bg value was 24.0 mmol/l, and the cgm value was 2.9 mmol/l. At the hospital the patient was also diagnosed with covid. She remained at the hospital for less than 24 hours and returned home. At the time of the follow up call on (B)(6) 2026 the patient had recovered and was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.